Manufacturer narrative:
Imdrf device code a01501 captures the reportable event of tip detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted in the stomach to treat a malignant esophageal stricture during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was successfully deployed. However, the white tip was detached when the delivery system was removed from the patient. The detached tip was removed using rat tooth forceps, and the procedure was completed. There were no patient complications reported as a result of this event.